Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for an additional microbiological testing. As a result of the additional microbiological testing by a third party laboratory, no microbes were detected from the subject device. Therefore, it satisfied the (B)(6) guideline. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that coagulase-negative staphylococci (2 cfu) and micrococcus sp. (1 cfu) were found in the instrument channel of the subject device. There was no patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".